Manufacturer narrative:
The electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable potassium electrode results with about 20 patient samples tested on a cobas 8000 ise 1800 module. The samples initially generated <3 mmol/l results. During repeat, some of the samples reproduced the low results, while some generated >3 mmol/l results. No actual values were provided. The initial results were questioned by the medical personnel as they did not match the clinical status of the patients. The repeat results were deemed correct.

Manufacturer narrative:
The field service engineer (fse) replaced the mixing vessel, ultrasonic mixer, and the vacuum hose which was found to be leaking slightly. He performed calibration, ise checks, and tests successfully, confirming the proper function of the device. The investigation determined the issue was traced to a component failure, and the service actions resolved the issue.